Event description:
Elegance clinical trial. It was reported that a dissection occurred. The target lesion #001 was in the right proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, and right proximal popliteal artery with a proximal reference vessel diameter 5.0mm and distal reference vessel diameter of 5.0 mm with a lesion length of 330 mm and 100% stenosis. Before target lesion treatment, atherectomy was performed with a non-boston scientific atherectomy device. Treatment of the target lesion was performed with two study devices, 5 mm x 200 mm and 5.0 mm x 150 mm ranger drug-coated balloons. Post treatment a grade c dissection was noted due to ranger drug-coated balloon (bsc study device). As a response to the event, a bailout stent (innova bare metal stent) was implanted and the final residual stenosis was noted to be 10%. The complication was resolved and on (B)(6) 2022, the subject was discharged from the hospital.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that a dissection occurred. The target lesion#: 001 was in the right proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, and right proximal popliteal artery with a proximal reference vessel diameter 5.0mm and distal reference vessel diameter of 5.0 mm with a lesion length of 330 mm and 100% stenosis. Before target lesion treatment, atherectomy was performed with a non-boston scientific atherectomy device. Treatment of the target lesion was performed with two study devices, 5 mm x 200 mm and 5.0 mm x 150 mm ranger drug-coated balloons. Post treatment a grade c dissection was noted due to ranger drug-coated balloon (bsc study device). As a response to the event, a bailout stent (innova bare metal stent) was implanted and the final residual stenosis was noted to be 10%. The complication was resolved and on (B)(6)2022, the subject was discharged from the hospital. It was further reported that on (B)(6) 2022, on the same day of index procedure, during treatment of target lesion#: 001, right mid sfa dissection of grade c was noted due to the 5 mm x 150 mm ranger drug coated balloon, not due to the 5 mm x 200 mm ranger drug coated balloon. The dissection was treated by placement of a 6 mm x 80 mm innova bare metal stent. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1: patient identifier: (B)(6).